Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable calcium gen2 results on their integra 400 plus analyzer. The customer alleged there were two incidents in a couple of months with high calcium results on patient samples that repeated lower. The customer was only able to provide data for one patient with a discrepant result. The customer stated all the other results from the sample were normal. The patient's initial calcium result was 15.7 mg/dl accompanied by a data flag. The initial result was called to the physician due to it being a critical result. The physician asked for the test to be repeated, and the repeat results were then called to the physician. The repeat results were 9.98 mg/dl and 9.84 mg/dl. The patient was not treated and there were no adverse events. The calcium reagent lot number was 69275401 and the expiration date was 12/31/2014. The field service representative checked the system and found that the workstation rotor was out of adjustment. He adjusted the rotor. He ran diagnostic checks, quality control, and a precision check and all were within specification.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control results were acceptable at the time of the event, and a general reagent issue was excluded. No other tests were affected. A problem with the analyzer rotor would show a different error pattern. The initialization process checks the rotor accuracy and visually inspects cuvettes. Error messages would alert the user there were issues. The hardware issue as a root cause was excluded.